Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned. Additional information: were the jaws damaged? There was no information reported regarding damaged jaws of the applier. Did the clips fall off the tissue? The clips did not close correctly and have been removed from tissue. Surgeon took new clips to finish the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure the clips would not close correctly. No further information is available. No patient consequences reported. Procedure was completed with same like device.